Manufacturer narrative:
Clinical code (e) 4582- no clinical signs, symptoms or conditions- no health damage to the patient. Impact code (f) 2199- no health consequences or impact- no health damage to the patient. Medical device problem code (a) 2889- deformation due to compressive stress- kink in the stented graft section of the device. Component code (g) 4755- part/component/sub-assembly term not applicable- no distinguishable components. Type of investigation (b) 4110 - trend analysis: a 5 year review of similar complaints (thoraflex hybrid appearance > product defect > curled / kinked/folds/ twisted) gave an occurrence rate of (B)(4)(complaints vs sales). Increasing trend was identified and is being investigated via internal actions. 4111 - communication/interviews: additional information and scans were requested from the site, however as per hospital policy no further information will be provided. 3331 - analysis of production records: a review of manufacturing and qc records confirmed that there were no issues with the manufacture of the device. 4117 - device not accessible for testing: the device remains implanted. Investigation findings (c) 4256 - malfunction observed without conclusive finding. Thoraflex hybrid kinking can be caused by a myriad of issues, however as no information could be received from the complainant, none of these potential causes could be confirmed, and therefore no causal link between the event and the device could be confirmed. Investigation conclusions (d) 4315 - cause not established - malfunction observed without conclusive finding. Thoraflex hybrid kinking can be caused by a myriad of issues, however as no information could be received from the complainant, none of these potential causes could be confirmed, and therefore no causal link between the event and the device could be confirmed.

Event description:
On (B)(6), the thoraflex hybrid was implanted in a regular operation. On (B)(6), postoperative CT revealed a kink in the stented graft section. There is no health damage to the patient, who is currently being followed up, but tevar (thoracic endovascular aortic repair) is planned as an additional treatment to widen the kinked portion. This report is being submited as a final for mfg report number 9612515-2024-00081 to provide event closure information for tag0073.

Manufacturer narrative:
Clinical code (e): 4582- no clinical signs, symptoms or conditions- no health damage to the patient. Impact code (f): 2199- no health consequences or impact- no health damage to the patient. Medical device problem code (a): 2889- deformation due to compressive stress- kink in the stented graft section of the device. Component code (g): 4755- part/component/sub-assembly term not applicable- no distinguishable components. Type of investigation (b): 4110 - trend analysis: a 5 year review of similar complaints (thoraflex hybrid appearance > product defect > curled / kinked/folds/ twisted) gave an occurrence rate of (B)(4) (complaints vs sales). Increasing trend was identified and is being investigated via internal actions. 4111 - communication/interviews: additional information and scans were requested from the site, however as per hospital policy no further information will be provided. 3331 - analysis of production records: a review of manufacturing and qc records confirmed that there were no issues with the manufacture of the device. 4117 - device not accessible for testing: the device remains implanted. Investigation findings (c) 3233 - results pending completion of investigation: investigation conclusions (d) 11 - conclusion not yet available:

Event description:
On october 17, the thoraflex hybrid was implanted in a regular operation. On october 23, postoperative CT revealed a kink in the stented graft section. There is no health damage to the patient, who is currently being followed up, but tevar (thoracic endovascular aortic repair) is planned as an additional treatment to widen the kinked portion.